Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Per additional info received, the pt has experienced dyspareunia and pelvic pain requiring graft removal surgery.

Manufacturer narrative:
(B)(4). Additional info: date of report: (B)(4) 2012. Device info: pelvicol acellular collagen matrix, ftl. Device MFR: tissue science laboratories, (B)(4). (B)(6).